Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by medication improperly loaded. A field service engineer remoted into station, no failure icons for cubies. Customer confirmed they released the cubie. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie lock was broken, and they could not recover the cubie. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.